Event description:
The patient was treated with 4 trufit plugs in femoral condyle. The patient is now nearing 1 year follow-up and has complained about persistent pain. Surgeon noted moderate swelling in knee joint, with potential synovitis. The patient has not received any steroid injections since the surgery. Surgeon is planning to perform second look arthroscopy, and if required, revision surgery.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)